Manufacturer narrative:
This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00422.

Event description:
The patient provided additional information: the patient states she occasionally has pain and numbness in her jaw; however she stated it is not bad and does not bother her. She has not seen her doctor and does not plan to. She is currently not taking any prescriptions or over the counter medication for the pain or numbness in her jaw.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. The following section was corrected: expiration date was corrected from jun 1, 2016 to dec 1, 2013. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00422-2.

Event description:
The patient provided an update. She reported when she chews while her dentures are in, she notices that her jaw drops down to the right and makes her face look uneven. She says she is not sure if this is because of her gums. She adds that she still has a numb feeling and she cannot open her mouth wide enough to eat a banana. It feels like her jaw is "locked in position." She did receive new dentures after receiving the implants which adds to her mouth opening limitations. Patient advises she has not seen or told any medical professional about her experience. She intends to get new dentures that fit better. She stated these symptoms started a good while ago. No additional patient consequences were reported.

Manufacturer narrative:
This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00422.

Event description:
The patient provided additional information: the patient states she occasionally has pain and numbness in her jaw; however she stated it is not bad and does not bother her. She has not seen her doctor and does not plan to. She is currently not taking any prescriptions or over the counter medication for the pain or numbness in her jaw.